Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body due to balloon damage on the day of placement. No abnormalities were observed during the pretest.

Event description:
It was reported that the catheter fell out of the patient's body due to balloon damage on the day of placement. No abnormalities were observed during the pretest.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The visual inspection noted a balloon burst. No pieces of sac were missing. Per functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. A microscopic examination was done and found no conditions that could be associated with the reported event. Dimensional evaluation: eye snip length: 3/32¿ inflation lumen coverage: 13 thou balloon thickness: 28 thou burst initiated from bottom collar of sac: 2 cm the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.